Manufacturer narrative:
D16 - an intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the viodv integrated electrosurgical unit (iesu) to resolve the reported issue. The system was tested, operated without error and verified as ready for use. Isi has received the viodv iesu, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. No image or video clip for the reported event was available for review. An isi technical support engineer reviewed the system logs at the time of the call into technical support. Investigation revealed related system errors. Additional log review confirmed the system sk2284 was used on 15-july-2022 for a malignant hysterectomy procedure. This complaint is considered a reportable event due to the following conclusion: the viodv integrated electrosurgical unit (iesu) was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically with a third-party esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted malignant surgical procedure, error c-34 occurred on the viodv integrated electrosurgical generator unit (iesu). The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and confirmed m-36 error occurred twice during the surgery. The tse advised the customer to check the energy cables and make a distance between them if an external generator was in simultaneous use. The customer confirmed that they will check the cables. After the call, a medical engineer from the hospital informed that the power cable connection of the viodv iesu had multiple wiring and an external generator was also used together. The tse explained to the customer that the error was possibly caused by multiple wiring, and error m-36 was caused by noise from the energy cables. The customer will follow the tse advice after the call. The procedure was continued with no reported injury. Intuitive surgical, inc. (Isi) followed up with the medical engineer and obtained the following additional information: the error occurred at startup and during preparation of the procedure. When the generator was powered on, the error occurred immediately. The error was not resolved by following the tse's advice. A third party covidien electric knife was used to continue. The procedure was completed with a third party generator.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the unit involved with this complaint and completed the device evaluation. Failure analysis confirmed and reproduced the reported failure. The unit was placed on an in-house system and was run in normal mode. Error c-31 occurred at start-up. The root cause was found to be a component failure.